Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00566. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address elevated cobalt and chromium in the blood. Intra-operatively, corrosion of the right hip neck/head junction and metallosis were identified. The femoral head, neck, and liner were replaced. No further information has been made available at this time.

Manufacturer narrative:
The reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. No device or photos were received; therefore the condition of the device is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2018 - 00688.